Event description:
It was reported that during a da vinci-assisted hernia surgical procedure, universal surgical manipulator (usm) 3 encountered an engagement issue. When trying to install the suction irrigator instrument on universal surgical manipulator (usm) 3, the site was unable to insert the instrument. Prior to calling in, the customer had attempted the following troubleshooting: undocked the arm, replaced the drape, replaced the cannula, tried another instrument and all had the same effect; insertion would bind up about halfway down. Technical support recommended performing emergency power off (epo) and power cycle of the patient side cart (psc). The customer attempted this with no change. The technical service engineer (tse) uploaded and reviewed the error logs, noting no errors. Customer stated that they had a vessel that was bleeding, and they elected to convert to a laparoscopic approach to address the bleeding. Bleeding was reported as minimal and controlled. No additional ports were placed. After addressing the bleeding, the surgeon went back to the surgeon side console (ssc) and completed the case robotically. The surgeon and team stated the drape seemed to be the issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed a system test drive and was unable to find any problems with the system. The fse spoke with staff and the robotics coordinator and was told that the robot is working. The fse turned everything back off and unplugged/replugged in the blue cords. The site speculated that new drapes got caught up with the arm. The system was verified as ready for use. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.